Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Unknown cement was used. The patient complained of pain a few months back and did not have any falls or trauma to the knee. X-rays confirmed a loose tibial component, parts were taken out and replaced. Doi: (B)(6) 2013, dor: (B)(6) 2020, left knee.